Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the alleged operative complication sustained by the patient. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018 and the surgeon¿s procedure history. The surgeon performed three da vinci-assisted hysterectomy procedures on (B)(6) 2018 and it is unknown which surgical procedure was involved with the patient in question. However, no related system errors were found to have occurred during any of the three surgical procedures. The system logs reveal that the only robotic bipolar instruments used during each surgical procedure was a fenestrated bipolar forceps instrument. In addition, during each surgical procedure, a different fenestrated bipolar forceps instrument was used. Therefore, the lot # of the specific instrument involved with the alleged thermal burn injury is unknown. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, a thermal ureteral injury was identified. As a result of the injury, the patient underwent another surgical procedure and had a ureteral stent placed. The surgeon claimed that the ureteral injury may have been caused during re-attempts to seal tissue by the ureter. However, at this time, the root cause of the alleged operative complication cannot be determined.

Event description:
It was reported that after undergoing a da vinci-assisted hysterectomy procedure, the patient presented 7-10 days post-operatively with a thermal injury to a ureter. As a result of the alleged injury, the patient underwent another surgical procedure on an unspecified date and a ureteral stent was placed. The patient is currently being monitored. On (B)(6) 2018, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the isi clinical sales representative (csr): the csr indicated that in this case, one of the patient's ureters was found to have a possible thermal burn right where the ureter enters the bladder. The surgeon is speculating that due to bipolar instrument sealing issues, the patient's ureter was likely injured. The csr indicated that the surgeon believes the ureter was possibly injured during re-attempts to seal tissue by the ureter.